Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. It was also noted during device examination that the hypotube was broken at 207 mm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occured. Vascular access was obtained via the femoral artery. The 3.0x38mm target lesion was located in the moderately tortous and moderately calcified left anterior descending artery (lad). A 3.00x38 promus element long stent was advanced for treatment. However, during the procedure it was noticed that it could not pass the lesion and the stent strut was damaged. The device was removed from the patients body by using another device. No patient complications information were reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a stent damage occured. Vascular access was obtained via the femoral artery. The 3.0x38mm target lesion was located in the moderately tortous and moderately calcified left anterior descending artery (lad). A 3.00x38 promus element long stent was advanced for treatment. However, during the procedure it was noticed that it could not pass the lesion and the stent strut was damaged. The device was removed from the patients body by using another device. No patient complications information were reported.